Manufacturer narrative:
(B)(4). Approximate age of the device - 13 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient presented to the hospital on (B)(6) 2016 for a system controller exchange due to a driveline fault alarm. Upon connecting the new system controller, a ¿controller fault replace controller¿ message was observed. The patient was asymptomatic. On 05/10/2016, it was reported that the driveline fault alarm was cleared but re-occurred in less than 5 minutes. Attempts were made to clear the alarm again but the alarm reoccurred. A system controller exchange was performed. On 05/20/2016, the patient reported another driveline fault alarm. The patient continued to silence the alarm every 4 hours until presenting to the hospital on (B)(6) 2016 to change out the system controller. Another driveline fault alarm occurred immediately upon connecting the patient to a new system controller. On (B)(6) 2016, the manufacturer's technical services representatives performed an onsite evaluation of the patient¿s driveline. Electrical continuity testing of the lead did not find any broken wires. The log file however showed high resistance of the black wire which is triggering the driveline fault alarm. The x-rays images were inconclusive for a driveline issue. The patient declined to have any replacement done and decided to use the permanent silence mode for the driveline fault alarm. As of (B)(6) 2016, the healthcare professionals discussed the patient¿s course of care and a decision was made to silence the audible driveline fault alarms. There was no plan for either a pump exchange or to attempt perform a replacement of the external/distal end portion of the driveline. The patient was upgraded to status 1a on the heart transplant list.

Manufacturer narrative:
Additional information. The pump was not returned for evaluation; however, the reported driveline fault alarms were confirmed based on the information contained in the submitted log files and the log files retrieved from the returned system controllers. Multiple driveline fault alarms were captured between (B)(6) 2016 and appeared to be associated with motor phase 2. These driveline fault alarms did not affect the system controller's ability to operate the pump at the set speed and appeared to occur while on the device was operating on battery power. The log files also captured multiple drops in the pump speed below the low speed limit along with four consecutive pump stoppage events on (B)(6) 2016 between 10:28am-10:29am. During two of these pump stoppage events, the driveline was temporarily captured as being disconnected. After the final pump stoppage event, the pump speed recovered and remained above the low speed limit. Two additional pump stoppage events, each lasting approximately 5 seconds, were captured on (B)(6) 2016 at 11:13am and 11:18am. These pump stoppage events occurred both while the device was supported by batteries as well as by the power module. The returned system controllers were found to function as intended. X-ray images of the internal and external portions of the driveline were examined and no area of suspected damage was identified. As a result, the root cause of the driveline fault alarms and pump stoppage events could not be conclusively determined. However, based on the events captured in the log files, the driveline fault alarms and pump stoppages appeared consistent with potential driveline wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2016 and was doing well post-operatively. The pump was discarded by the transplanting center and is not available for return.